Event description:
This case is cross referred with the cases (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a health care professional. This case concerns a (B)(6) years old male patient who received treatment with synvisc one injection and after few days of receiving injection had knee buckled, fall down the stairs, hyperflexion of the knee felt a pop, mild-moderate/partial tears of vastus medialis & vastus lateralis muscles, low-grade injury of biceps femoris muscle, adjacent subcutaneous soft tissue edema, bone contusions at posterior aspect of lateral tibial plateau & posterolateral lateral femoral condyle, small associated subchondral cyst at lateral plateau and severe synovitis. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: 31-may-2020) in right knee for post-traumatic knee osteoarthritis. On an unknown date in (B)(6) 2017, few days after receiving injection, patient complained of knee pain; recommended anti-inflammatories ice and elevation. If patient were to develop fevers or chills warmth erythema or any signs of infection, was directed to go to the ER (emergency room) over the weekend. It was reported that postoperatively patient was without any fevers or chills; did have some swelling and pain treated with anti-inflammatories. The acute severe pain related to the synvisc one reaction abated; pain continued. Patient had an acute episode 3 days ago for the knee buckled as he was going down some stairs causing him to fall down the stairs hyperflexion of the knee felt a pop can straight leg raise. On (B)(6) 2017, right knee MRI (magnetic resonance imaging) post-op changes s/p quadrips reconstruction with extensive quadriceps tendinosis. There was no evidence tendon tear/disruption. There was minimal area discontinuity of small tendon slip of midline vastus intermedius tendon insertion. Mildmoderate/ partial tears of vastus medialis and vastus lateralis muscles, low-grade injury of biceps femoris muscle, with adjacent subcutaneous soft tissue edema. Patient had moderate joint effusion with severe synovitis; extensive synovial thickening. It was reported that bone contusions at posterior aspect of lateral tibial plateau and posterolateral lateral femoral condyle, small associated subchondral cyst at lateral plateau. No fracture demonstrated. On (B)(6) 2017, patient had office visit: intramuscular-type injury to the quadriceps following a buckling episode a week ago. The effusion was much decreased. It was thought that there was not enough there to aspirate. Patient had to continue working with physical therapy. Corrective treatment: not reported for all events. Outcome: unknown for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 05-jan-2018: this case concerns a patient who developed synovitis with pain, swelling and effusion in the injected knee after receiving recalled lot of synvisc one. As a result of the event the patient knee buckled up which led to a fall and resulting in muscle and bone injuries. Based on the information reported a temporal relationship can be established therefore a causal role of the product cannot be excluded. Furthermore, the fall and consequent injuries were complications of the inflammatory reaction of synovitis. However, inflammatory reactions after the use of synvisc one has been well documented and therefore expected, hence the safety profile of the product is not altered with this single case report.

Event description:
This case is cross referred with the cases (B)(4) (cluster). This unsolicited case from united states was received on 22-dec-2017 from a health care professional. This case concerns a (B)(6) years old male patient who received treatment with synvisc one injection and after few days of receiving injection had knee buckled, fall down the stairs, hyperflexion of the knee felt a pop, mild-moderate/partial tears of vastus medialis & vastus lateralis muscles, low-grade injury of biceps femoris muscle, adjacent subcutaneous soft tissue edema, bone contusions at posterior aspect of lateral tibial plateau & posterolateral lateral femoral condyle, small associated subchondral cyst at lateral plateau and severe synovitis. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: 31-may-2020) in right knee for post-traumatic knee osteoarthritis. On an unknown date in (B)(6) 2017, few days after receiving injection, patient complained of knee pain; recommended anti-inflammatories ice and elevation. If patient were to develop fevers or chills warmth erythema or any signs of infection, was directed to go to the ER (emergency room) over the weekend. It was reported that postoperatively patient was without any fevers or chills; did have some swelling and pain treated with anti-inflammatories. The acute severe pain related to the synvisc one reaction abated; pain continued. Patient had an acute episode 3 days ago for the knee buckled as he was going down some stairs causing him to fall down the stairs hyperflexion of the knee felt a pop can straight leg raise. On (B)(6) 2017, right knee MRI (magnetic resonance imaging) post-op changes s/p quadrips reconstruction with extensive quadriceps tendinosis. There was no evidence tendon tear/disruption. There was minimal area discontinuity of small tendon slip of midline vastus intermedius tendon insertion. Mildmoderate/ partial tears of vastus medialis and vastus lateralis muscles, low-grade injury of biceps femoris muscle, with adjacent subcutaneous soft tissue edema. Patient had moderate joint effusion with severe synovitis; extensive synovial thickening. It was reported that bone contusions at posterior aspect of lateral tibial plateau and posterolateral lateral femoral condyle, small associated subchondral cyst at lateral plateau. No fracture demonstrated. On (B)(6) 2017, patient had office visit: intramuscular-type injury to the quadriceps following a buckling episode a week ago. The effusion was much decreased. It was thought that there was not enough there to aspirate. Patient had to continue working with physical therapy. On (B)(6) 2018, final joint fluid culture of (B)(6) 2018 had no growth (anaerobic and aerobic). Corrective treatment: not reported for all events outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 15-jan-2018. Global ptc number was added. Additional information received on 31-jan-2018 from a health care professional. Additional related case was added. Relevant laboratory results were added. Patient's clinical course updated and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 31-jan-2018: follow up received doesnot change previous case asessment.this case concerns a patient who developed synovitis with pain, swelling and effusion in the injected knee after receiving recalled lot of synvisc one. As a result of the event the patient knee buckled up which led to a fall and resulting in muscle and bone injuries. Based on the information reported a temporal relationship can be established therefore a causal role of the product cannot be excluded. Furthermore, the fall and consequent injuries were complications of the inflammatory reaction of synovitis. However, inflammatory reactions after the use of synvisc one has been well documented and therefore expected, hence the safety profile of the product is not altered with this single case report.